Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
It was reported: "the adapters are causing interruptions/glitches when in use" no consequences or impact to patient was reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor passed visual analysis, and the eeprom content verification did not identify any issues. The returned sensor did not pass functional analysis due to broken multiple traces at the rd15 connector, causing multiple open connections. The broken traces were most likely due to mechanical stress based upon the appearance of the break. A ¿no sensor connected" error message displayed; which would have prevented the unit from being able to engage in monitoring activities. Model # from 4092 to 4092-9.